Manufacturer narrative:
A test software environment was developed in order to investigate the unanticipated behaviors observed in this case. This method was unable to reproduce the anomaly described in this complaint. However, we are continuing to monitor for anomalies similar to this case in order to gather additional information that may help determine root cause.

Event description:
The adult patient was undergoing a tumor ablation procedure. After treating for about 10 minutes and moving linearly, the third noise mask did not appear in one of the images. The physician was unable to set reference points in treatment in that top left image and was unable to continue with treatment. The software was restarted and the issue resolved.